Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review: radiographic image review determined that multiple images for l4-5 fixation were provided. By report, the l5 screw is fractured. This is difficult to see on the provided imaging. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4-s1 poly-axial top loading spinal system degenerative surgical technique for an indication of spondylolisthesis. It was reported that the l5 right screw was broken. There were no patient symptoms reported. There were no further complications reported regarding the event.